Event description:
This is a spontaneous nurse report from the USA of bacterial peritonitis with culture positive for (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer services, the nurse stated that on an unreported date in 2010, the patient developed peritonitis. On (B)(6) 2010, the patient was hospitalized for the peritonitis. Treatment information was not provided. It was not reported whether pd therapy was ongoing. On (B)(6) 2010, the patient was discharged from the hospital. The patient was recovering from the peritonitis. The nurse had no further information.

Event description:
The customer's husband reported their freestyle freedom lite meter was reading higher when compared to a hcp meter. The customer reportedly got a reading of 338 mg/dl, self-dosed with insulin off of that reading and subsequently lost consciousness and had a seizure. The caller reported performing CPR on the customer. The paramedics were called and upon arrival received a reading of 40 mg/dl on their meter of unknown brand. The customer reportedly was treated on the scene with "IV, glucose and gel, and injection that kills the insulin. " the customer was further transported to a local health care facility where she was diagnosed with hypoglycemia and given food and orange juice to counteract the event. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The customer returned meter (B)(4) and strip lot number 1013501. The complaint was not confirmed and all results were within the range specification during control solution testing. In addition, the reading reported was not found in the internal memory log of the meter.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.